Event description:
It was reported that the health care professional (hcp) stopped doing peripheral nerve stimulation due to 100% failure. Additional information received reported that the health care professional (hcp) had not implanted a peripheral nerve stimulation de vice for at least 3 years and those had been explanted. It was noted that the hcp felt there needed to have more a way to anchor in the layer of fascia. It was noted that the hcp had no way of retrieving patient information. It was noted that the hcp also stopped implanted peripheral nerve stimulation due to insurance reasons.

Manufacturer narrative:
Product ID: neu_unknown_lead, lot# unknown, product type: lead. (B)(4).